Manufacturer narrative:
Add'd info: the results of the evaluation suggest that this event is not device related, but rather would be pt related.

Event description:
The reporter stated that the long gamma nail broke. This is the pt's second revision. There was no adverse consequence for the pt or surgical delay.